Event description:
A report was received that the patient underwent an explant procedure for unknown reason. Device failure was not suspected.

Manufacturer narrative:
Additional information was received that the patient¿s coverage was good, but was not helping with the pain. The patient was reportedly doing well after the explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. Device failure was not suspected.